Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a routine follow up, egms could not be recovered to confirm the reported ventricular fibrillation episode. It was found a reset cleared the stored egms due to a corruption. No adverse events were detected. The patient will continue to be monitored.